Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 95% stenosed target lesion was in the severely calcified and mildly tortuous left anterior descending (lad) artery. As the physician was trying to predilate the target lesion with the 2.0x15mm apex monorail after a rotational atherectomy, it was found that the lesion still had a lot of calcification and the balloon burst. The physician found it very normal and he decided to discontinue predilating the artery. The physician wanted to optimize so he decided to treat other vessels. No patient complication were reported with the patient's current condition listed as "very good".